Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing the mesher ratchet and gears do not work right. There was no harm or delay, and no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. Current repair: product evaluation: product review of the skin graft mesher sn (B)(6) by dover on 1 july 2020 revealed that the pre-repair calibration and test could not be performed because the roller was damaged. The comb spring pins were also bent. Product repair: repair of the device was performed by dover on 1 july 2020 which included replacement of the following: roller, gear, comb spring pins, ratchet gears. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.